Event description:
It was reported that the user experienced prolonged high blood glucose after eating breakfast and likely missing a meal announcement while using an ilet system with a dexcom g7 and an inset 6 mm/23 in infusion set; during troubleshooting, the user noted slow insulin flow and a possible air bubble, and performed a tubing fill and infusion set change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, characterized as improper or incorrect procedure related to the user interface and failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error, specifically failure to follow instructions.